Manufacturer narrative:
The trufreeze manager reported that the patient subject of the reported event was being treated for a tracheal stenosis. A steris clinical specialist who was present during the time of the reported event stated that the trufreeze system console and aire pv catheter were operating to specifications prior to the start of the procedure. The first two sprays were performed, and the patient did not experience any issues. A third spray was performed and the patient's oxygen levels dropped. Following the third spray the pneumothorax was observed in the left lung. The log files for the trufreeze console system were reviewed and no issues were noted. The unit was confirmed to be operating according to specifications. The aire pv catheter was discarded and is not available for evaluation. Steris offered in-service training on the use and operation for the trufreeze system console however, the user facility declined. The trufreeze system console's instructions for use states, "the physician should carefully consider patient eligibility for cryospray ablation (i.e., cryosurgery and associated gas pressure), including patient presentation, medical history, co-morbidities (e.g., copd, cad), and prolonged use of steroids that may reduce the patient's tissue compliance and tissue strength affecting their ability to tolerate cryospray. Any therapy or procedure compromising the integrity of the tissue, specifically in or adjacent to the targeted ablation area. The physician should use caution when applying cryospray in any organ where stricture or collapse is likely. The physician should use caution when considering cryospray for this high-risk patient situation, specifically regarding the ability to vent or extract gas. Physicians should use caution in any procedure or anatomy where a restriction or obstruction interferes with the adequate venting or nitrogen as, resulting in increased gas pressure. During cryospray, the patient must be monitored for abdominal distention and cryospray must be stopped if the abdomen becomes distended, if using in the esophagus. Liquid nitrogen expands more than 700 times when changing from a liquid to a gaseous state. It is imperative for patient safety that adequate venting is used to remove gas created during cryospray." No additional issues have been reported.

Event description:
The user facility reported that a patient developed a pneumothorax during a procedure while utilizing the trufreeze system console. The patient received a chest tube and was discharged the following day.